Event description:
This is a spontaneous case report received from a consumer via regulatory authority FDA maude (case# (B)(4)) in united states on (B)(6) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. Consumer reported that she began to have sharp pains in her abdominal area and went to the local emergency room and the doctors said that she needed to have a bowel movement and that should make it better. So, she did take laxatives to force more bowel movements but this didn't help with the pain and just made her more uncomfortable having to use the bathroom so much. She was than told to go see her gynecologist because the only thing they could think of was something for her gynecologist to look into. So she went to see him and told him about the pain and also that she noticed that her stomach was looking like she was pregnant when she wasn't. The doctor told to consumer she was just fat and needed to start doing sit-ups. So, she left and went back again a week later or so and he did another exam and said that she had cysts on her ovaries and also had endometriosis. She had surgery for those things in 2013. After the surgery she was still having pain and was still gaining weight for unknown reason at the same time. She went back to the doctor and he told her that it was still the endometriosis and he wanted to put her on more medicine but it was going to trigger to feel like she was going through menopause so she no and asked doctor to remove the essure coils that he inserted into her but this doctor told her to get a second opinion than. Consumer went to a second doctor and found out that someone in her area had the same issues and had the coils removed by a doctor close to her home so she quickly switched to this doctor and he performed the surgery removing the fallopian tubes and coils with them in 2013. This case belongs to someone who had the same issues and had the coils removed. Ptc investigation result received on (B)(6) 2015. Ptc global (B)(4). Final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced sharp pains in abdominal area. This event was considered serious due to medical importance and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, the time from essure insertion to the onset date of sharp pains in abdominal area is unknown. Consumer underwent a surgical removal of the fallopian tubes and coils. Based on the information received and considering an implied temporal relationship, a causal relationship between the reported event and suspect insert cannot be excluded. This case was regarded as incident due to the required surgical removal. Additionally serious events (cysts on ovaries and endometriosis, serious since a surgery was performed and both are unrelated to essure) and non-serious events were reported. A product technical complaint (ptc) analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit (lack of complaint sample and any valid batch information). No further information is expected.